Event description:
Patient presented to the physician with wound dehiscence at the chest incision site exposing the ipg. Physician brought the patient into the or, opened the chest incision, flushed the pocket with antibiotic solution, removed excess tissue, and closed.

Event description:
Patient presented to the physician with a hematoma at the chest incision site. Physician brought the patient into the or and drained the hematoma. Patient presented back to the physician with continued hematoma. Physician brought the patient back into the or and evacuated the hematoma. This resolved the issue.